Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the dignishield manual was reviewed, and the user could not find any information about what should be done if there was a tear in the rectal tube. The user wanted to know whether the area could be patched up or a new probe should be placed. They also wanted to know whether the retention of the balloons would be compromised if the probe were torn.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield manual was reviewed, and the user could not find any information about what should be done if there was a tear in the rectal tube. The user wanted to know whether the area could be patched up or a new probe should be placed. They also wanted to know whether the retention of the balloons would be compromised if the probe were torn.